Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The head motor intermittently drifts down with weight on it. The head section was not staying raised and was laying flat by morning.